Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of call was 290mg/dl. The customer was very upset and refused to troubleshoot. The customer requested a replacement of the insulin pump. No further info was provided.